Manufacturer narrative:
Evaluation summary: as mentioned in surgical technique goal of lag screw placement is perfect placement into the central position of the femoral head on the ap and lateral view. Failure to appropriately consider femoral head/neck bone mass and quality could result in implant cut-out. Based on available information, a definitive cause cannot be attributed. Evaluation: no product or x-rays were returned for review. No lot number was provided; therefore, manufacturing records could not be reviewed.

Event description:
It was reported that the device was implanted in 2006. Post-op, four months later, it was reported the lag screw was sliding to acetabulum and cut-out. The surgeon removed the lag screw. Revision date is unknown.